Event description:
On (B)(6), 2011 a nurse reported that the vns patient was diagnosed with right breast cancer and the radiation would be performed on that side only of the patient. The nurse did not have any information on the cause or relationship of the cancer to the vns. The patient's physician was contacted but his assistant reported that they would not know anything about the patient's cancer and to call the oncologist. Good faith attempts were made for further information from the patient's oncologist but no additional information has been received to date. When additional information is received, it will be reported.

Manufacturer narrative:
.